Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for sheath liner torn was confirmed. Available information suggests that procedural factors (altered balloon profile) may have contributed to the reported event, as it was reported 'the sharp part of the re-wrapped balloon might be traced the seam (liner) and caused the liner tear.' Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the trans-carotid tavr procedure for a 26 mm sapien 3 ultra resilia (s3ur) valve, a liner tear lead to significant bleeding and a blood transfusion was required. The physician selected a cutdown procedure for the esheath + insertion. Bleeding between the sheath and the blood vessel was observed which was treated with gauze. A 26mm s3ur valve was deployed with 2.0 ml less than nominal volume. A paravalvular leak (pvl) was noted and post dilation was performed a total of two times, expanded to the nominal level. During withdrawal of delivery system, when the delivery system balloon was passing through the esheath+, significant bleeding was noted along the seam. The delivery system and sheath were removed together and the source of the bleeding was assessed. There was no bleeding from the carotid artery and a decision was made to close the wound. The patient's blood pressure was sluggish, documented at 52/40mmhg. The patient was treated with volume loading and blood transfusions; the patient gradually recovered. An angiography was performed to confirm that there was no dissection or rupture of the ascending aorta, arch, and carotid artery. A tee confirmed that there were no abnormalities. It was determined that the bleeding was noted between the e-sheath+ and blood vessel. Eventually, the wound was closed with a total blood loss of ~ 1500-2000ml. Once extubated, it was confirmed that the patient was conscious and had no evidence of stroke, e.g., extremities functioning well. The mld is 8.0mm with no calcification and tortuosity. No insertion/withdrawal difficulty were observed when both sheath and delivery system. Per the medical opinion the seam was completely torn. The device will be returned for evaluation. Relevant photo and videos were obtained that showed a large amount of blood was noted along the liner.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the trans-carotid tavr procedure for a 26 mm sapien 3 ultra resilia (s3ur) valve, liner torn subsequent to significant bleeding was observed and transfusion was required. Cut down procedure was initiated and after esheath+ insertion, the bleeding between the sheath and blood vessel was observed and treated with gauze. A 26mm s3ur valve was deployed with 2.0 ml less than nominal volume. Since paravalvular leak (pvl) remained, post dilation was performed a total of two times, and it was expanded to the nominal level. During withdrawal of delivery system, when the delivery system balloon was passing through the esheath+, significant bleeding that spewed out along the seam. The delivery system and sheath were removed together, and the bleeding point was looked for. However, there was no bleeding from the carotid artery, the decision was made to close the wound. The bp was sluggish at 52/40mmhg, volume loading and blood transfusions were performed, and the patient gradually recovered. An angiography was performed to confirm that there was no dissection or rupture of the ascending aorta, arch, and carotid artery. In addition to that, tee confirmed that there were no abnormalities around the cardiac. It was determined that the bleeding between the e-sheath+ and blood vessel. Eventually, the wound was closed. (Total blood loss: 1500~2000ml). After extubation, it was confirmed that the patient was conscious and had no problem with the movement of the patient's limbs and was left the room. The mld is 8.0mm with no calcification and tortuosity. No insertion/withdrawal difficulty were observed when both sheath and delivery system. Per the medical opinion the seam was completely torn. The device will be returned for evaluation. Relevant photo and videos were obtained that showed a large amount of liquid is leaking along the seam.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the trans-carotid tavr procedure for a 26 mm sapien 3 ultra resilia (s3ur) valve, liner torn subsequent to significant bleeding was observed and transfusion was required. Cut down procedure was initiated and after esheath+ insertion, the bleeding between the sheath and blood vessel was observed and treated with gauze. A 26mm s3ur valve was deployed with 2.0 ml less than nominal volume. Since paravalvular leak (pvl) remained, post dilation was performed a total of two times, and it was expanded to the nominal level. During withdrawal of delivery system, when the delivery system balloon was passing through the esheath+, significant bleeding that spewed out along the seam. The delivery system and sheath were removed together, and the bleeding point was looked for. However, there was no bleeding from the carotid artery, the decision was made to close the wound. The bp was sluggish at 52/40mmhg, volume loading and blood transfusions were performed, and the patient gradually recovered. An angiography was performed to confirm that there was no dissection or rupture of the ascending aorta, arch, and carotid artery. In addition to that, tee confirmed that there were no abnormalities around the cardiac. It was determined that the bleeding between the e-sheath+ and blood vessel. Eventually, the wound was closed. (Total blood loss: 1500~2000ml). After extubation, it was confirmed that the patient was conscious and had no problem with the movement of the patient's limbs and was left the room. The mld is 8.0mm with no calcification and tortuosity. No insertion/withdrawal difficulty were observed when both sheath and delivery system. Per the medical opinion the seam was completely torn. The device will be returned for evaluation. Relevant photo and videos were obtained that showed a large amount of liquid is leaking along the liner.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 corrected.